Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 10 mg/dl. Customer believed that insulin pump was over delivering insulin. The customer was treated with glucose tablets. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Unit was received with constant motion sensor test failure alarm during rewind due to motor encoder out of phase. Unable to perform functional test due to constant motion sensor test failure alarm. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.